Event description:
It was reported there was a por during device follow up. It was noted that overdischarge was suspected, and it was unknown what number overdischarge it was. It was then logged there was not a physician mode recharge(pmr) performed. It was reported the pmr was to be performed in clinic and it was unknown if any diagnostic testing or troubleshooting was performed. It was then reported the issue was not resolved, and the cause of the issue was not determined. It was reported the physician could not interrogate the device. It was noted the patient felt a shock at the ins and then his battery would not charge. It was logged this also happened 1 year prior to report, in september and a pmr was performed but that was not confirmed. It was noted a manufacturer representative was going to see the patient in clinic. It was also reported the patient status at the time of report was alive with no injury. It was noted there was a loss of therapy and the location of issue or symptom was the device pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).